Event description:
On 10/29/2021, it was reported by a facility representative via sems that an ar-2167-2 suture retriever broke. This occurred during a shoulder rcr on (B)(6) 2021. The case was completed using a spare instrument, with no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed upon review of the customer-provided photos, which display breakage at the distal end of the ar-2167-2 shaft. Additionally, discoloration was present across the assembly. As the device was not returned for physical evaluation, however, the cause of the event remains undetermined.